Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device remains implanted and is not available to be returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that mild pvl was observed on echo 8 days after the implantation of this elite valve model 8300ab27 implanted in the aortic position. As reported, the pvl was not present at implant. As reported, multiple valvuloplasties with a 28 mm non-compliant balloon, inflated gradually till 49 ml in order to expand the intuity skirt from 27 mm to 29 mm were done to treat the pvl. To monitore the grade of the pvl trans-esophageal ecocardiography (mid-esophageal, av short axis) was performed and found to be from moderate to mild pvl (from 19 mm to 11 mm pvl orifice). Pre-discharged trans-thoracic ecocardiography showed mild-moderate pvl. The patient was discharged in nyha functional class ii (no symptoms at rest).

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
Edwards received notification that mild pvl was observed on echo 8 days after the implantation of this elite valve model 8300ab27 implanted in the aortic position. The pvl was not present at implant. As per medical opinion, pvl was probably due to valve dislodgement after correct sitting during implantation. The valve skirt maybe was not completly expanded and the valve fell down at the level of the mitro-aortic junction days after implantation. As reported, multiple valvuloplasties with a 28 mm non-compliant balloon, inflated gradually till 49 ml in order to expand the intuity skirt from 27 mm to 29 mm were done to treat the pvl. To monitore the grade of the pvl trans-esophageal ecocardiography (mid-esophageal, av short axis) was performed and found to be from moderate to mild pvl (from 19 mm to 11 mm pvl orifice). Pre-discharged trans-thoracic ecocardiography showed mild-moderate pvl. No action was planned to treat this pvl. The patient was discharged in nyha functional class ii (no symptoms at rest).

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that mild pvl was observed on echo 8 days after the implantation of this elite valve model 8300ab27 implanted in the aortic position. As reported, the pvl was not present at implant. As reported, multiple valvuloplasties with a 28 mm non-compliant balloon, inflated gradually till 49 ml in order to expand the intuity skirt from 27 mm to 29 mm were done to treat the pvl. To monitore the grade of the pvl trans-esophageal ecocardiography (mid-esophageal, av short axis) was performed and found to be from moderate to mild pvl (from 19 mm to 11 mm pvl orifice). Pre-discharged trans-thoracic ecocardiography showed mild-moderate pvl. No action was planned to treat this pvl. The patient was discharged in nyha functional class ii (no symptoms at rest).